Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance measurement of 125 ohms. It was noted that the impedance had been chronically high, within range up until this point. Technical services (ts) discussed programming options. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.